Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a ventricular tachycardia procedure, a pericardial effusion occurred in the left ventricle with no intervention needed. During ablation, the patient became hypotensive and an ultrasound revealed a pericardial effusion. A pericardiocentesis was performed which did not resolve the bleeding. The patient was then transferred to a different hospital, however, no surgery was performed as the effusion stopped there were no performance issues with any abbott device.